Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the male patient had been implanted with an exeter stem on (B)(6) 2001. The patient underwent revision surgery due to acetabular component loosening on the left side on (B)(6) 2015.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding loosening of an exeter shell was reported. Shell loosening and malposition was confirmed following a review of the medical records. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review by a clinical consultant noted: the left hip cup has an adequate inclination but near absent anteversion as evident by the straight line projection of the cup opening circle. Small radiolucent lines are seen in the superior and inferior cup cement-bone interface. The principal problem of this case is cup malposition leading to an overload condition with cup loosening. Also the hip dislocation reported in 2011, was caused by the same problem of cup malposition contributing to impingement. Total hip components require positioning for optimal rom. Normal cup position is around 45° of inclination (abduction) and some 20° of anteversion, a bit depending upon approach to the hip and surgeon preference. The stem should have an anteversion around 15°, again depending upon surgical approach and stem design. In this case, the cup has a normal inclination of 43° but there is a close to zero anteversion where the normal range should be within 15° - 25° of anteversion. Anteversion is more important for hip instability problems than inclination. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in near absent anteversion has contributed to an overload condition in the bearing causing at first hip instability with a dislocation while later gradually effecting cup loosening with pain symptoms requiring revision. No further investigation for this event is possible at this time as no devices were returned. If further information such as device return, patient history and follow-up notes become available this investigation will be reopened.

Event description:
The customer reported that the male patient had been implanted with an exeter stem on (B)(6) 2001. The patient underwent revision surgery due to acetabular component loosening on the left side on (B)(6) 2015.